Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. During treatment, once the blood reached the dialyzer, blood started to go up the dialyzer drain hose. Blood was noted by the bedside nurse who immediately stopped the blood pump and the patient was disconnected from the machine. Estimated blood loss was 200-300 ccs. Patient had no ill effects and no medical intervention was required. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.